Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post implant it was difficult to get consistent measurements and matches for the r-waves on the rv (right ventricular) lead. A chest x-ray was done and showed that the rv lead had moved as it had dislodged. The lead was repositioned and remains in use. The patient is enrolled in the (B)(4) study (sls) no patient complications have been reported as a result of this event.